Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ secondary mitral regurgitation (mr), atrial dilation, and a small mitral annulus for a mitraclip procedure. It was noted that transseptal puncture was challenging and lower in height than optimal. The first clip [cds0702-ntw lot: 30210r1008] was deployed as per instructions for use (IFU) on anterior 2 and posterior 2 leaflets. In order to achieve a grasp, a-knob was applied to gain height above the valve. Upon deployment (following retraction of the actuator knob and full retraction of the gripper levers), separation of the clip from the dc (delivery catheter) handle could not be confirmed. The dc fastener was secured and several attempts were made to slowly reposition the stabilizer and rotate the steerable guide catheter (sgc) to troubleshoot. The actuator knob was retracted an additional 0.5cm and an attempt was made to retract the handle, but the problem persisted. After continued manipulation, the dc handle was eventually separated and the clip deployed successfully. Upon deployment, the clip appeared to have rotated and distorted the mitral valve (there was no valve damage). The patient¿s mr remained severe (4+) and was not reduced following deployment of the mitraclip. The patient¿s small mitral annulus meant that it was not possible to deploy a second clip. There was no reported adverse patient effect or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed activation (clip deployment) and migration (partial clip movement) could not be replicated in a testing environment. Additionally, the l-lock shaft was observed to be scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported difficult or delayed activation (clip deployment), associated with difficult mechanical separation of the clip implant from the delivery catheter, could not be determined. A cause of the reported migration (partial clip movement, clip rotation over the valve) after deployment could not be determined. A cause of the observed scratched l-lock shaft could not be determined. A cause of the reported unchanged mr could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.